Event description:
The customer reported a constant tone and a frozen screen with the number 3 on the screen. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a constant tone and a frozen screen during count up due to a problem with the mother board.